Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted for low blood sugar. Interrogation revealed an alert for charge time limit reached. A large pull of battery voltage was seen with each capacitor maintenance. Device replacement was recommended. No further information available.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
The reported event of extended charge time was confirmed by reviewing the data in the device image. Final analysis found no anomaly. The cause of the field event of capacitor charge timeout remains undetermined. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found premature battery depletion. Interrogation of the device revealed the device was at elective replacement indicator (eri) upon receipt. A longevity calculation was performed based upon programmed settings and usage data up to eri timestamp. The calculations showed the battery depletion was premature. The battery was analyzed by its manufacturer and no anomalies were found. The cause of the premature depletion is undetermined.